Event description:
Device report from (B)(4) reports the following: the thread of the long holding sleeve for the matrix construct broke while under pressure. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: due to an unknown cause, the threaded end is damaged; fragments are broken off but not included with the complaint. The material and dimensions of the part are per specification except for the damaged threaded tip. Based on the evaluation and the unknown cause, this complaint is considered confirmed but is not manufacturing-related. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Avalign technologies - nemcomed manufactured the holding sleeve, part #03.632.036, and lot #7493390 on po #(B)(4) for (B)(4) pieces delivered on december 6, 2013. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 3, 2013, and was inspected and conformed to the synthes final inspection sheet # (B)(4), revision ¿r¿. The parts were released to the warehouse on december 18, 2013. There were no material review records, nonconformance reports, or complaint related issues with this lot. The holding sleeve was made to the synthes drawing p/n 03.632.001, revision ¿j¿, released on (B)(4) 2011. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.